Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer's age and weight are unknown.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of a contour next link meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The initial MDR indicated the affected product name as contour next link meter. The correct product name for this report is contour next meter. Has been updated with this information.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of a contour next meter.